Event description:
Surgical site infection with aspergillus related to dura patch. Presented as csf leak on 8/25/99. Date of original surgery (repair of arnold-chiari malformation - posterior craniotomy, c1-c2 laminectomy) 1999.